Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('had ectopic pregnancies'), foetal death ('303 fetal deaths / 5 fetal deaths') and habitual abortion ('miscarriages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients were found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device ("pregnancies") and experienced foetal death (seriousness criterion medically significant) and habitual abortion (seriousness criterion medically significant). At the time of the report, the ectopic pregnancy with contraceptive device, foetal death, habitual abortion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered ectopic pregnancy with contraceptive device, foetal death, habitual abortion and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Information from deleted duplicate case 2020-024176 transferred. Reporter's information updated and new reporters were added. This case with very limited information was received via social media and refers to an unknown number of female consumers who got pregnant, some had ectopic pregnancies or miscarriages and also 303 fetal deaths were reported. There are no specific details regarding each consumers nor was given details of essure use (details of insertion procedure, dates or any associated conditions). The time elapsed between essure procedure and the reported events were not given. Details regarding miscarriages and the exact cause of fetal death were also not provided. Considering that the case lacks comprehensive and relevant information, causality is not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer via social media and describes the occurrence of ectopic pregnancy with contraceptive device ('had ectopic pregnancies'), pregnancy with contraceptive device ('pregnancies'), abortion spontaneous ('miscarriages') and foetal death ('303 fetal deaths') in an unknown number female patients who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". There are no information about essure insertion procedure nor specific dates or details for each consumers. It was reported that sometimes they got pregnant and other times they had ectopic pregnancies or miscarriages. It was also reported that there were 303 fetal deaths. Pregnancy related information: retrospective report. The reporter considered abortion spontaneous, ectopic pregnancy with contraceptive device, foetal death and pregnancy with contraceptive device to be related to essure. This case with very limited information was received via social media and refers to an unknown number of female consumers who got pregnant, some had ectopic pregnancies or miscarriages and also 303 fetal deaths were reported. There are no specific details regarding each consumers nor was given details of essure use (details of insertion procedure, dates or any associated conditions). The time elapsed between essure procedure and the reported events were not given. Details regarding miscarriages and the exact cause of fetal death were also not provided. Considering that the case lacks comprehensive and relevant information, causality is not assessable. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.